Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was beeping on every 15 minutes without any alerts. Customer was advised to adjust the volume to 5, press save and listen for the beep; however they did hear beeps when audio volume settings were saved. Customer did hear the differences between the two audio beep volumes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. Device was monitored and no unexpected audio/beep anomaly, absence of audio or beep alarms or pump error 63 alarms in the formatted history noted during testing. (B)(4).